Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no motor error alarm noted. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33, no delivery and motor tests. The insulin pump has minor scratched lcd window and cracked reservoir tube lip.

Event description:
Customer's father reported receiving a motor error alarm on the insulin pump. Customer's father stated that the insulin pump had recently been dropped. Blood glucose level was 112 mg/dl at the time of the call. No further information was provided.